Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The abbott technician was performing preventative maintenance on the cell dyn ruby analyzer and was splashed in the eye when changing the hemoglobin reagent syringe. The technician was not wearing goggles. She flushed her eyes with water and went to the clinic to get medical care. The technician was given eye drops for treatment (moxifloxacina 0.5% hylo gel eyes drops). There was no reported impact to patient results or patient management. The technician was given eye drops for treatment (moxifloxacina 0.5% hylo gel eyes drops).

Manufacturer narrative:
A field service engineer was performing preventive maintenance on the on the cell dyn ruby analyzer, serial # (B)(6), and was splashed in the eye when changing the hemoglobin reagent syringe 2.5lm while not wearing eyewear/ goggles (personal protective equipment). An instrument service history review for (B)(6) verified no subsequent issues have been reported relating to a splash from a part, after the current issue was identified. A review of tracking and trending did not identify an increase in complaint activity for the hemoglobin reagent syringe 2.5lm. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate for the complaint issue which includes precautions of: wear gloves, lab coats, and protective eye wear when handling human sourced material or contaminated system components. Based on the investigation the cell dyn ruby analyzer and the hemoglobin reagent syringe 2.5lm was performing as intended. No systemic issue or deficiency was identified.

Event description:
The abbott technician was performing preventative maintenance on the cell dyn ruby analyzer and was splashed in the eye when changing the hemoglobin reagent syringe. The technician was not wearing goggles. She flushed her eyes with water and went to the clinic to get medical care. The technician was given eye drops for treatment (moxifloxacina 0.5% hylo gel eyes drops). There was no reported impact to patient results or patient management. The technician was given eye drops for treatment (moxifloxacina 0.5% hylo gel eyes drops).